Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings: during investigation the pump was unresponsive without any audible ton or vibration alert. The display was blank upon battery insertion. The ¿battery life¿ complaint was unable to be adequately investigated due to an unresponsive pump with moisture damage. Unrelated to the original complaint, the battery cap was able to fully tighten however; the coin slot on the top of the battery cap was found to be damaged. The battery compartment was found to be cracked in the thread area. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. A leak test showed a leak at the battery compartment. The pump case was removed and there was no additional evidence of moisture contamination inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.